Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced power loss alarm and power system error. The customer's blood glucose value was 134 mg/dl. The customer stated that he put in a new battery and it killed his sensor. The customer mentioned that the meter will not connect. The product was returned for analysis.